Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 10/12/2017 resulted in defect found; returned test strips produce high readings and e-2 error codes and the event was determined to be reportable. Most likely underlying root cause of high control results and e-2 errors are due to improper storage: vial left open for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for e-3 as soon as the test strip is inserted into the meter. The expected fasting blood glucose test result range is undisclosed. Customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living area. During the call on (B)(6) 2017, a back to back blood test was performed by the customer and produced test results of e-3 and e-3 using true metrix meter. The test strip lot manufacturer's expiration date is 11/17/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history.